Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 400 mg/dl and current blood glucose was 286 mg/dl. Customer reported the following symptoms related to their high blood glucose were abdominal pain. Urinating frequently. Customer treated hi gh blood glucose with the injections syringes and the insulin pump. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Performed displacement test and result was motor stopped on its own midpoint now she received no reservoir alarm. Customer declined high blood glucose troubleshooting. Customer suspected something was wrong and gave herself long acting insulin for correction. Customer received a no delivery alarm. Assisted with performing the high pressure test and test was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm or unexpected no reservoir alarm noted during testing. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit motor function properly and no anomaly noted. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and missing end cap sticker.